Event description:
It was reported that the physician removed the laser from the scope to grab the stone with a basket. He then reintroduced the laser fiber into the scope. The fiber broke and the physician noticed errant energy coming out of the fiber. The physician removed the fiber from the patient and replaced it with a single use laser fiber and finished the procedure. Theis was a single use device that had not been previously used nor had it expired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.